Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving fentanyl, bupivacaine, and morphine at unknown doses and concentrations via an implantable pump for spinal pain. It was reported that the patient had been in withdrawals twice and was requesting physician listings. The patient first experienced withdrawals over a year ago. Additionally, "two weeks ago", the patient was in the hospital for withdrawal and was recently discharged. The situation was noted to be resolved. No further complications were reported or anticipated.